Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the patient¿s ilet was operating in bg run mode awaiting a glucose entry because the patient paired and started a libre 3 plus sensor using the libre 3 plus mobile app instead of the ilet mobile app, resulting in the sensor being in use by another device and unavailable to the ilet. Symptoms included no alerts or alarms. Outcomes included the need for troubleshooting and education. Investigation included technical support review and user education regarding correct sensor pairing workflow. Investigation of this case revealed that the sensor connection issue was due to user setup, with the libre 3 plus sensor claimed by a non-ilet application, preventing data transmission to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user error in device setup and use.